Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, interrogation of this device revealed a da error. A boston scientific technical services (ts) consultant discussed the da error was benign, related to a self-correcting memory error. The remainder of the device check was normal, with no further issues noted. Ts discussed device data could be submitted for reviewed, if desired. A copy of the summary report showing the error code was sent, but no device data was provided. No adverse patient effects were reported.